Event description:
It was reported that the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level. Reportedly, the pump was splashed with water and was totally submerged in water for a short time.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted, if the device is ultimately received.